Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.

Event description:
Follow up on product return revealed that the explanted devices are no longer available for return and have likely been discarded since 2005.

Event description:
Clinic notes were received for the patient's passing as captured in mfg report number 1644487-2013-00367. On (B)(6) 2005, it was reported that the patient about six to nine months prior had an increase in seizure frequency. She was brought in on this day to evaluate her vns. Diagnostics showed dcdc=7, "suggesting either potential lead fracture or dislodgement from impulse generator in chest wall." She is having frequency seizures of at least four to five in a month that she is aware of, although daughter feels they are more frequent than that. Later on (B)(6) 2005, the patient was noted to be awaiting evaluation of vns which "had stopped working." The patient was to undergo vns re-evaluation for possible revision for generator and lead revision surgery. Plan included if the patient continued to have breakthrough seizures despite changes, they would evaluate device and consider other potential adjustments. Then on (B)(6) 2005, it was noted the patient was evaluated by the surgeon who to evaluate the device replacement. "The patient had noted an increase in seizures with the lack of functioning from the nerve stimulator." Patient remained on anti-seizure medication. She was having mostly partial type seizures with no significant generalized tonic clonic events. The generator and lead replacement occurred on (B)(6) 2005. Attempts for additional information were unsuccessful from the physician. Diagnostics were not performed on the previous visit (B)(6) 2004.

Event description:
Manufacturer recieved device tracking info for a reimplant, indicating "dc/dc 7 post attempt reconnect to generator," indicating a possible device malfunction of the explanted system. Both the lead and generator were replaced. Lead break is suspected although review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.